Event description:
Device was explanted in (B)(6) 2011 because the leads fractured and migrated, the battery was heating up when device is being charged, and pt was being shocked by device. Explanted device is in pt's keeping.